Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported high blood glucose levels of 400 mg/dl and the following blood glucose, carbohydrate (cho) intake and insulin history is as follows: dexcom sensor is reading 367 mg/dl. Customer ate 15g carbs and 17g chewy carbs. He noticed the cannula was kinked.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.